Manufacturer narrative:
Follow-up #1 date of submission 10/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: evidence of moisture was observed on the display. A crack was found in the casing near the middle of the display. The pump failed a leak test due to this. Additional moisture corrosion was found on the transceiver board and on the back side of the battery canister.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. Allegedly, there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.